Manufacturer narrative:
Investigation results were completed on smiths medical cadd legacy 6500 pump. The reported problem with photos provided of burned lock button was visually confirmed. The problem was isolated to a shorted ac adapter battery and believed bad batteries were installed. Also damage to the keypad and dso flex were melted together. Due to the severe electrical damage, the pump will be scrapped.

Event description:
Information received a smiths medical cadd legacy 6500 pump had a electrical issue with a burn hole on the lock button. The event occured while in patient use, with no patient injury or adverse event. Photo provided of the physical damage. Device analysis is competed and will be summarized.